Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a non-medtronic closure device failed, caused injury to the patient, and a covered stent was placed. This information was omitted from the event description. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).